Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported. Patient was implanted with plate and screws on an unknown date. Patient was returned to the or on an unknown date for removal of hardware, reason unknown. Complaint was sent for information only, no further information is available. This is 2 of 5 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. This screw is whole and intact. The part was confirmed as being a 04.211.014. This screw has been supplied as: for information only. The drive is in good condition. The top of the head has some light markings with a small impact mark at the periphery. The head threads have sustained some light to moderate damage in the form of material removal at the major diameter. The shaft threads are, generally, in good condition showing some anodize removal and light wear consistent with use. The flutes and tip are in relatively good condition.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.